Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the customer reported complaint. Visual inspection found the distal clevis to be broken. One of the ears of the distal clevis was not returned with the instrument. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
The instrument has been returned to intuitive surgical inc. For failure analysis investigation; however, the evaluation has not yet been completed. Therefore, the root cause of the customer reported complaint cannot be determined. A follow-up MDR will be submitted once the investigation is finalized. Based on the information provided, this complaint is being reported due to the following conclusions: while using the instrument, allegedly, two pieces fell inside the patient and the fragments were retrieved laparoscopically during the same procedure.

Event description:
It was reported that during a da vinci endometriosis resection procedure, the fenestrated bipolar forceps instrument broke and two pieces allegedly fell into the patient. On june 09, 2015, intuitive surgical inc., (isi) obtained the following additional information from the clinical sales representative (csr). The clinical sales representative confirmed that the pieces were retrieved laparoscopically during the same procedure. An x-ray was not performed. The instrument was in use between 5-10 minutes when the two pieces were observed falling inside the patient. According to the clinical sales representative, there was no instrument collision. The patient did not suffer any injuries as a result of the instrument's malfunction.